Event description:
It was reported that the right ventricular (rv) lead impedance was found to be high and had diminutive r waves. At time of lead revision a lead connector issue at the header was found with the rv lead appearing "slightly pulled out of the header." The lead was reconnected to the device and both remain in use. The patient is enrolled in the system longevity study. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.